Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of rupture was received on oct 21, 2024, with lot number 2293584. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken opening assessed as fold flaw opening. As per the investigation procedure crease, non-penetrating nick and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported "rupture". This record is for the right-side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted.